Event description:
Complainant alleged that during a 12 lead analysis on a patient (age & gender unknown), the device's display went completely illuminated and was not legible. The clinicians completed the 12 lead analysis by viewing the stripchart printout. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.